Event description:
Complainant alleged that during a routine shift check bya clinician, the device displayed "ECG fault 4", "pacer fault 122" and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.